Event description:
It was reported to ge that the collimator fell off. Apparently, the mounting hardware loosened allowing it to fall. The collimator was reattached and the system returned to service.